Event description:
Md used 5.5 allthread awl, then 5.5 allthread top inserted the 5.5 allthread anchor. Anchor progressed 1/3 of the was then stopped progressing. The anchor was removed and tip found to be fractured off. The tip was retrieved without injury to pt.